Event description:
A customer reported to baxter product surveillance of an unknown secondary tubing that fell out from a secondary bag. This occurred during an infusion of an unknown drug. The patient was pulling on the set and the set came out of the bag. There was no injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The product code of this device used in this situation is unknown; therefore, it does not have a us 510k number. A batch review cannot be performed since there was no lot number provided. A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.